Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), atrial fibrillation (afib) and hypertension(htn) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2026, the clip had partial detachment from the posterior leaflet. Worsening mr of grade 4+ was reported along with dyspnea. Per the physician, degenerative integrity of tissue contributed to partial detachment. There was no clinically significant delay reported.